Event description:
A consumer reported that following bilateral intraocular lens (iol) implant, she noticed that everything out of the eye with the first implanted lens looked yellow. The iol implanted in the fellow eye was from another manufacturer. Additional info has requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account for further investigation. (B)(4).